Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cobalt and chromium is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff alleges the right rejuvenate modular hip stem implanted on (B)(6) 2010 required a revision surgery on (B)(6) 2022 due to elevated levels of chromium and cobalt.